Event description:
The event was reported as: when health care provider was changing tapes on ett tapes of the pt, the green bite-gard broke off the shank of the bite-gard. No pt injury reported. No further info available.

Manufacturer narrative:
Sample requested but not received yet. Evaluation report not available at time of this report.